Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-oct-23 reporting that the stimulator was not charging properly and the patient had to charge the stimulator every day. The patient needed to sit for an hour for their stimulator to be able to charge. Per the caller, the health care provider (hcp) suggested that the implant may need to be replaced. During the report, it was confirmed that nothing had been done for the issues at that time. Additional information from the consumer was received on 2017-10-31 noting that the patient had gone to see their health care provider (hcp). It was reported that the unit was not charging properly and was getting hot. It was noted that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) battery gets hot when recharging. The patient noted that they can feel that it is hot with their hand. They stated that they have to take their recharger off for a while before charging again. The patient noted that they do not put their recharger directly antenna over their skin, as they use underwear and a recharging belt. They mentioned that if they stop recharging for 2-3 days, and then start charging again, it will take 5 hours to charge the ins. The patient noted that it takes them a long time trying to recharge now. They confirmed that they have coupling with recharging, and has had no programming changes. The patient stated that they only increase the voltage from 1.50 to 1.55 when their pain is intense sometimes. They noted that they are currently at 1.50v, and cannot go any higher than that because it is too strong. They indicated that they have had no falls, trauma, or medical procedures. The patient met with their healthcare provider on the day of the report, who told the patient that their ins probably needs to be replaced. No further complications were reported. The patient was implanted for failed back surgery and spinal pain.